Event description:
The patient had an enfit peg placed. Patient received training with enfit and was using it independently at home. Patient then stayed at an outside skilled nursing facility (snf) where the peg tube was cut and modified to fit an old style lopez valve; enfit pieces were removed from the peg. The patient was unable to use the peg after the modification and states he was not trained in how to use it at the outside snf. After discharge from the snf, this resulted in significant weight loss, inadequate nutrition, and a palliative care stay at hospital for failure to thrive. The incident was resolved by placing a new enfit peg tube and retraining the patient in how to use the peg. A second report regarding a different patient and a different snf was received almost a month later. The reporter observed the incident approximately 6 months later, and it is unclear why there was a 6-month delay in reporting. The patient's feeding tube was modified at the snf he was at. It appears his enfit feeding tube end was cut off and modified by adding a lopez stopcock valve so the facility did not need to use enfit syringes. The lopez valve had a date written on it. Enfit feeding tubes and syringes should be used whenever possible to prevent enteral misconnections. The snf could have used an adapter placed onto the enfit feeding tube if they have not yet transitioned to enfit products. This would have been a more reasonable option rather than cutting his existing feeding tube. Also if the patient had been sent home without us aware of this change to his feeding tube he would not have had the correct syringes and would not be able to administer his own feeds properly.